Manufacturer narrative:
(B)(4). All returned homechoice devices receive a returned instrument testing evaluation (rite).  This evaluation includes functional and electrical testing on the device. The internal and external inspections were performed. The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 22:32:04. During night drain cycle five, the patient's ultrafiltration reading was 1709ml, indicating the home patient (hp) drained 1709ml more than their maximum programmed fill volume of 2500ml. No additional information is available.